Manufacturer narrative:
Medication was changed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number- 2017865-2020-03336.it was reported that the patient presented with shortness of breath. It was noted that the ventricular lead had perforated the patient resulting in pericardial effusion. The patient was monitored in the hospital and cardiovascular medication was changed.